Event description:
Additional information regarding the reported event: there was no impact on the patient or the procedure. The procedure was completed after a 1-minute delay to switch to a new instrument.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report and to correct information provided in the initial report (correction to a2). Although a return authorization was issued to the facility for the return of the instrument, the device was not returned for evaluation. Based on the details of the reported issue, after the date of this event, it was determined there will be a sheath anchoring and adhesion design change to address this issue. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Staff opened a endobronchial bipsy brush and the protective sheath fell off before it was used on the patient. A second brush was opened and the procedure proceeded.